Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a critical care nurse stated that describe customer concern, details of event including how the issue was resolved. When filling out an online survey, the caregiver (ID: jwvmm3941) indicated the person they care for experienced skin injury (broken skin) and a urinary tract infection after using the purewick system for women in the past 3 months. It was unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The lot number for this complaint is unknown. The reported event is addressed within the labeling. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurse stated that describe customer concern, details of event including how the issue was resolved. When filling out an online survey, the caregiver (ID: (B)(6) indicated the person they care for experienced skin injury (broken skin) and a urinary tract infection after using the purewick system for women in the past 3 months. It was unknown what medical intervention was provided for the urinary tract infection.